Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the curved handles bearing have worn out. The head trial becomes stuck on the handle and is difficult to remove. This did not delay surgery. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the s/c trial handle angled displays signs of heavy and repeated use over an extensive period of time. Additionally, a deformation was found on the inserter ring. The observed condition of the device can be attributed to a combination of heavy use and unintended impaction forces likely to disengage the device. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was performed using a laboratory sample mating device, and the s/c trial handle angled was successfully fully assembled. However, disengaging the mating device proved to be difficult. This difficulty in disassembly was attributed to the condition of the inserter ring. Therefore, the reported allegation can be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the s/c trial handle angled would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (pg0107) provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4 as applicable). This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported, that the curved handles bearing have worn out. The head trial becomes stuck on the handle and is difficult to remove. This did not delay surgery.